Manufacturer narrative:
Review of the device history record for the assembly and raw material indicates that no discrepancies were noted that would be associated with this complaint. Subject device has been received and is currently in the evaluation process.

Event description:
A patient was implanted with pdc at c5-c6 in (B)(6) 2011. Patient was subsequently involved in a significant motor vehicle collision which caused severe whiplash and has suffered constant neck pain since. The implant appears to have superiorly migrated anterior post mva. The patient was returned to the operating room on (B)(6) 2012 for removal of the pdc and revision to an acf spacer and a cslp small stature plate and screws.